Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.5, lab: 2.0. Date: (B)(6) 2011, inratio: 4.1, lab: 2.6. Pt's therapeutic range: 2.5-3.5. Customer states that meter has previously correlated well with the lab. Advised customer that meter has not been validated for use on minors (B)(6).

Manufacturer narrative:
Investigation pending.